Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the drawer failed and required maintenance. The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted. Additionally, they shut down the station by unplugging the power cord from the back of the station and waited for 2 to 5 minutes and then reconnected the power plug and turned the power on, still the issue persisted. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident. It was determined that the drawer had failed. The field service engineer fse replaced the door 3 latch assembly and verified proper operation through diagnostics and application testing. The system functioned after the field service engineer repaired the device.